Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was manufactured in october 2022. However, the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fallen sheath could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. ·when removing the product from the tray, remove the insertion part after removing and holding the handle. If you first remove the insertion tube and hold it, then remove the control section, the insertion tube may be deformed. ·do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. ·return the up/down angle lever of the endoscope to its neutral position before inserting the aspiration biopsy needle into the endoscope. Insertion with the angle fixed may damage the endoscope or aspiration needle. ·do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation as it has been discarded by the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a single use aspiration needle na-u401sx, the green tip was shredding and the needle was not coming out easily. The event occurred during the diagnostic procedure (endobronchial ultrasound-ebus) and was completed with a similar device. There was no patient harm associated with the event.